Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency department due to tracking fast flutter. Old episodes or history were unable to be retrieved even after trying for 40 mins. No further information was available.

Event description:
New information received notes the device was reprogrammed stop the atrial tracking. This action cleared all the stored episodes, not allowing the physiologist to ascertain how the arrhythmia started.